Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that the air is not supplied due to failure of the k connector unit, the flow rate did not exceed 32-35l due to failure of electro-pneumatic proportional valve and first pressure reducer, the date and time are reset due to printed circuit (cr) board failure and the manifold unit was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the air is not supplied due to failure of the k connector unit, the flow rate did not exceed 32-35l due to failure of electro-pneumatic proportional valve and first pressure reducer, the date and time are reset due to printed circuit (cr) board failure, and the manifold unit was damaged. Based on the results of the investigation, it is most likely that the failure of the k connector unit, which connects the gas hose and detects the supply pressure, is assumed to have caused the inability to supply air. The flow rate could not be properly controlled due to the failure of the electro-pneumatic proportional valve and the first pressure reducer, which are components used to reduce pressure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.